Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on month date, year with blood glucose of 250 mg/dl, blood glucose value when admitted to hospital was 10. Cause of hospitalization per hcp was hyper event and hypo event at once. Nature of treatment was admitted to hospital. Time and date of hospitalization was (B)(6). Outcome of the hospitalization: treated for a glycemic event. The drive support cap appears normal (slightly indented). The customer experienced symptoms such as nausea and vomiting. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.